Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the power switch overlay and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator produced the "alarm led (light emitting diode) failed" diagnostic code. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The replaced power switch panel was returned for failure investigation. The switch panel was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.